Event description:
It was reported that the zirconia abutment fractured.

Manufacturer narrative:
The zirconia abutment was inspected and the fractured condition was confirmed. Due to the damage to the abutment and presence of the crown, it could not be confirmed whether additional modifications had been made by the customer. The device history record review found no non-conformances. There were no manufacturing deviations identified which would cause or contribute to this complaint. A definitive root cause has not been determined. The risk to the patient is remote.